Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced multiple inset infusion sets fail due to loosen adhesive event on (B)(6) 2026. No further information available.